Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3 on a patient with thin and long leaflets. A mitraclip was inserted and grasping was performed. However, after the first grasping attempt, the posterior leaflet was observed to be damaged. An additional attempt was made to grasp the leaflets, but the leaflets were unable to be grasped. The clip was repositioned, and after several grasping attempts, the clip was deployed on the mitral valve. It was noted that in the physician¿s opinion, there may have been a pre-existing damaged leaflet prior to the first grasp attempt, but grasping made the leaflet damage worse. No additional clips were implanted, and the mr was reduced to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported grasping difficulty could not be determined. The reported leaflet damage appears to be related to procedural circumstances. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances as no further treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.